Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available.

Event description:
The customer contacted stryker to report their device advised a shock unexpectedly. In this state the device may deliver inappropriate defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.